Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient received a letter from the hospital that she has recalled mesh implanted. The patient reported, that she has had constant pain since one (1) week after surgery.